Event description:
The distributor reported on behalf of the user facility that a patient had an allergic reaction four months after implantation of the device. The patient has a known allergy to zinc. The distributor has requested information on the material composition of the device.

Manufacturer narrative:
The product is not expected to be returned for evaluation. No lot number was supplied by the distributor. According to the product literature, none of the components of the uni 2 system contain zinc. The radial component with porous coating is made of cobalt chrome. The carpal component with porus coating and screws contains titanium. The carpal poly implant, or interface, is made of polyethylene.